Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. In addition, the pump battery jumped from 45% to 100% after being connected to an alternate wall adapter. The customer declined to test their blood glucose level at the time of the report. Reportedly the customer will continue to use the pump until the replacement pump is received.